Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any obvious defects. Mechanical testing was performed by inflating the cuff using a syringe and then fully submerging the unit into sterile water. No leaks were observed during this testing. There was no fault found during investigation that could confirm the reported issue. Unit operated as intended.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after an unknown amount of time in use of the listed device, cuff leakage occurred. There was no adverse health outcome as a result of this event.